Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by immage 800 immunochemistry system for three patient samples. The results were not reported out of the laboratory. Repeat testing after recalibration with reagent of different lot produced negative results. There was no effect to the patients.

Manufacturer narrative:
The customer is using reagent lot m908398, and the issue was resolved upon changing the reagent lot. Service was not needed for this event as this issue is reagent related. Investigation into the root cause of this issue is ongoing.

Event description:
...

Manufacturer narrative:
(B)(4)